Event description:
It was reported that a malfunction alarm occurred after pump got wet. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to confirm an alternative method of insulin therapy was obtained; however no response was received.

Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.